Event description:
It was reported via clinical study, that intra-op, the 77 yo female patient sustained a scapular fracture of the coracoid through screw holes from tracker arm. The action taken was repair with suture fixation. The patient¿s outcome was last known as resolved on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: serial #: (B)(4), category #: 531-78-20 - shouldr gps hex pins kit. Serial #: (B)(4), category #: 300-30-08 - equinoxe preserve stem 8mm. Serial #: (B)(4), category #: 320-36-00 - 145-deg pe 36mm hum liner +0. Serial #: (B)(4), category #: 531-55-88 - ergo gps 3.2mm drill kit sterile. Serial #: (B)(4), category #: 320-10-00 - equinoxe reverse tray adapter plate tray +0. Serial #: (B)(4), category #: 320-31-36 - glenosphere, 36mm. Serial #: (B)(4), category #: 321-52-07 - 3.2mm drill bit sterile. Serial #: (B)(4), category #: 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. Serial #: (B)(4) , category #: 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. Serial #: (B)(4), category #: 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. Serial #: (B)(4), category #: 320-20-00 - eq reverse torque defining screw kit. Serial #: (B)(4), category #: 319-01-32 - steinmann pin sterile 3.2mm x 178mm. Serial #: (B)(4), category #: 320-15-05 - eq rev locking screw. Serial #: (B)(4), category #: 315-35-00 - glnd kwire. Serial #: (B)(4), category #: 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.